Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the knee provisional was found broken in the sterile processing department.

Manufacturer narrative:
Visual inspection confirms that returned tasp post feature has fractured off, all pieces returned. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. It was concluded that the tasp left zimmer biomet conforming because it had a potential service life of 3 plus years before it broke. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. As this was not an intra-operative event, a review of op-notes, patient history, device use compatibility, and surgical technique is not applicable. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned tasp is fractured.